Manufacturer narrative:
The device was received and eval by depuy synthes power tools. The reported condition of heating was confirmed. During svc the device failed the temp test. If additional info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6), stating that svc was required for the device. During svc it was noted that the device was heating. The device was not being used in surgery. No injury or medical intervention were reported. There was no additional info provided.